Event description:
It was reported that the patient had a shocking/jolting sensation in his stomach and his knees. The patient had implanted on (B)(6) 2012, and the patient stated the stimulation was in wrong location and that it should be in foot. The therapy was implanted to help with the patient's pain in his legs. The patient's trail worked perfectly. The patient tried to switch groups appeared he only had one. The patient had complications after surgery which was his pain medication. The patient had to stay longer due to some complications. The patient didn't think the complications were device related. The patient believed they were related to medications. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information from the doctor reported details from the implant surgery. On date of this device implant, the patient had a laminotomy at the "t-ii" location. The patient had an electrode inserted at the location of "t-9-t10" and the battery was implanted in the "left hip" location. It was also reported that on (B)(6) 2013, the patient had the device reprogrammed "a few times" due to "limited intermittent coverage" of the right ankle and foot. When the intensity was increased to cover the right leg area, the patient reportedly had "uncomfortable pain" in the right abdomen area. There was no additional information given. The patient's current outcome is unknown.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37746 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).